Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: the lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage and damage to the outer optim sheath. The laboratory analysis did not identify any anomalies with the lead that would have resulted in the reported noise. An additional finding of an external abrasion breaching the optim sheath due to friction to another device or feature of the heart was observed and is unrelated to the reported event of noise.